Event description:
Device evaluation in h 10. Additional information no patient involvement.

Manufacturer narrative:
Investigation results completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps.the complaint of battery base hardware failure was revealed in the event log. When device was tested during power up phase and using biomed diagnostics, the issue of base hardwood failure was verified. This was isolated to interconnect board does not operate as intended. Base hardware "failed value= 32771.996. Battery is @ 92%. ( nate: base bootloader 1.0) the physical condition of the device revealed counterfeit top case and counterfeit super cap found on device. No visible contamination, however this seems to be cause of event. Replaced interconnect board and battery. Power up process and device passed all the functional test.

Event description:
It was reported the device had a battery communication issue. No patient involvement.